Event description:
Philips received a complaint from the customer, reporting that the device displayed error codes 1118 (post) 5 v supply failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified that the cable from the data acquisition (da) pcba, to the motor controller (mc) pcba, was properly connected and secured. It was also reported that all of the 8 pins from the solenoids were connected properly to the da pcba. A field service engineer (fse) was dispatched for onsite repair. The fse replaced the pcba, motor contr, 3rd gen, v60/v680 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.